Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use that might have been incongruent with the IFU included the right iliac artery diameter of less than 10 mm. Cautionary product use that might have contributed to this event was the presence of chronic renal failure at the implant procedure and the inability to tolerate contrasted surveillance. Non contrasted studies diminished the ability to detect endoleaks. The patient's use of antiplatelet therapy might have contributed to this complaint due to the known increased risk for bleeding complications. There was a reported type ii endoleak immediately post implant, but the still images did not demonstrate this finding. At 10 months post index; the infrarenal aorta was non aneurysmal, and the stent appeared to be in a suprarenal position. At 16 months post implant, the stent appeared to be suprarenal, but the infrarenal aortic diameter was estimated to be 4.1 cm on the transverse plain (the entire aorta was not visualized in this lumbar study). The patient was being treated for bacteremia status post laminectomy. At 17 months post implant, the stent was no longer in a suprarenal position; the margin was now at the top of l2, which was indicative of a substantiated stent migration. The aortic neck was progressively larger in diameter, and there was evidence of a contained rupture. The patient was transferred to hospice care due to the lack of surgical options given their present state and comorbidities. There was substantiated evidence of an unknown endoleak. The inability to perform regular, contrasted examinations, and the lack of treatment for the suspected endoleak at 10 months post index might have contributed to the substantiated rupture. The complication of renal failure and sepsis were substantiated. However, due to lack of information, the death could only be presumed due to lack of information post transfer to hospice care. A manufacturing record review was performed. The lot met all release criteria with no related issues or deviations. The lot usage history shows that no other units from this lot have been involved in any similar events at this time. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause for the reported rupture was not definitely identified, but the type ii and distal endoleak, found in the clinical review, were the likely causes. The investigation did not identify a device issue.

Event description:
It was reported that approximately 6 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented to (B)(6) on (B)(6) 2014 with abdominal and back pain. The hospital performed a CT scan and identified a rupture and the patient expired on (B)(6) 2014. Due to patient age, family did not want anything done.